Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty display. It was recommended the display be replaced to remedy the report. The customer declined the repair and the device was not recertified for clinical use and was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display contained lines across the screen fading into white. Complainant indicated that there was no patient involvement in the reported malfunction.